Manufacturer narrative:
(B)(4). This initial MDR is the only report being submitted for MFR report #1226348-2018-00502. UDI: lot number unknown; gtin unavailable. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that volume difference was experienced while refilling a medstream pump (914200/unk serial number) with a medstream refill kit (914289/unknown lot number). The medstream pump was implanted in the patient on (B)(6) 2014 and was receiving 1500mcg/day of fentanyl. The patient presented with unknown signs of overdose over a period of days and was hospitalized on (B)(6) 2017. The physician could hear a ¿knack¿ when inserting and withdrawing the needle. There was an expected 40ml of medication inside the pump immediately following the refill procedure on (B)(6)2017. The approximate volume difference was 9ml. There were no error or failure messages noted during the case. The patient had received 13000 mcg of fentanyl subcutaneously (pump pocket by septum leakage or other problems during refill) or intrathecally. Detailed information¿s about the naloxon therapy immediately after this event are unknown. The patient was discharged from the hospital on (B)(6) 2017. The patient expired on (B)(6) 2017. Reportedly, the patient was multi-morbid and they assume the patient suffered a myocardial infarction. The patient¿s cause of death is unknown at this time.

Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR report #1226348-2018-00502. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.